Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03901. The patient received 2 scs leads with different lot numbers. It was reported the patient's scs leads were revised in addition to an scs lead added due to the patient not receiving effective stimulation. A sjm representative was unable to resolve the ineffective stimulation issue with reprogramming. The issue has now been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.